Manufacturer narrative:
Information was provided by a health care professional (hcp) that the root cause of the event was most likely related to the patient condition. Communication from the hcp in the file indicates that the patient's status was reviewed again and the patient¿s biometry may have been compromised by an inclusion of erroneous data. This accounts for some of the ¿myopic surprise.¿ the hcp indicated that the patient has an unique eye, somewhat short, which has also resulted in the unexpected outcome. The patient has elected to leave the iol in place and to either wear a contact lens or undergo laser vision correction. This information is suggestive that the complaint is unrelated to the product. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A doctor reported a patient that has about 5.5 diopters more minus than the target refraction after implantation of an intraocular lens (iol). There is no report of intervention to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon who reported that it appears that this patient's biometry may have been compromised by an inclusion of erroneous data. This accounts for some of the "myopic surprise." The surgeon believes the patient has an unique eye, somewhat short, which has also resulted in the unexpected outcome. The patient has elected to leave the iol in place.